Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01976. The patient has 2 leads implanted with the same lot number. It was reported the patient was experiencing intermittent stimulation and having difficulty charging the ipg. X-rays were taken and noted one of her leads had partially pulled out of the ipg header. The patient underwent surgical intervention on (B)(6) 2016, where her ipg was replaced with a new one. Testing of the leads confirmed effective coverage.